Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a stroke in (B)(6) 2016, and that it affected their speech. Indication for use was failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from the patient stating that the stroke only affected their speech. The patient was asked to clarify the stroke, if there was a device concern or change in therapy. They stated that they used their stimulator because of their back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.